Event description:
It was reported when the device was used during a abdominal aortic aneurysm repair, it cut but did not staple. Pt experienced some bleeding, but did not require blood product. The case was completed without any reported pt consequence.